Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45 biocomposite-corkscrew ft anchor broke during insertion. This was discovered during a procedure on 11/16/2023. The case was completed using a new product. Additional information received on 11/23/2023: this was discovered during an rcr procedure. During the insertion of the corkscrew, the anchor suddenly broke and all the fragments were removed. Another ar-1927bcf-45 biocomposite-corkscrew ft was used to complete teh case. The case was not delayed, and no additional anesthesia was needed. The patient suffered no negative effects on or after the procedure.